Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. It was reported that this right atrial (ra) lead was not successfully implanted, the lead experienced placement difficulty and helix extension issues. A conductor fracture was suspected. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near to tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted, the lead experienced placement difficulty and helix extension issues. A conductor fracture was suspected. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.